Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the haptic broke. The lens was removed with no patient injury, no sutures.

Manufacturer narrative:
(B)(4).